Manufacturer narrative:
The investigation confirmed that higher than expected vitros ipth results obtained from their non vitros quality control fluids using vitros intact pth (ipth) reagent on a vitros 5600 integrated system. The most likely assignable cause was user error involving improper calibration fluid handling protocol. The calibrator fluids were stored refrigerated instead of frozen per the vitros instructions for use. There was no indication that the ipth reagent or the vitros 5600 integrated system malfunctioned. Vitros tsh and vitros tt4 within-run precision tests indicated the instrument was performing as intended.

Event description:
A customer observed higher than expected vitros ipth results obtained from their non vitros quality control fluids using vitros intact pth (ipth) reagent on a vitros 5600 integrated system. Level 2 result: 263.4, 264.1, 278.7, and 274.8 pg/ml vs expected 200 pg/ml. Level 3 results: 873.6, 875.0, 883.0, 900.1, and 898.6 pg/ml vs expected 518.8 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. A single vitros ipth patient sample result was affected. There was no allegation of patient harm and no corrected reports were issued. However; the investigation could not rule out that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).